Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 16-mar-2017: updated quality safety evaluation of ptc (now incident). Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on a FDA hosted docket website and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and had suspicion of lupus (systemic lupus erythematous) and hashimotos disease (autoimmune thyroiditis). Upon follow-up receipt, case became legal and a chronic pelvic pain/ increasingly severe pain, amongst non serious events, was reported. Plaintiff underwent a surgery to remove her essure coils. Pelvic pain is anticipated in the reference safety information for essure whereas lupus and hashimotos disease are unanticipated. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between chronic pelvic pain/ increasingly severe pain and essure cannot be excluded. Considering the pathophysiology of lupus and hashimotos disease and essure local action at fallopian tubes, causality between these events and essure is considered as very unlikely this case was regarded as incident, as a surgical intervention was required. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1669, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer had essure inserted after getting the iud taken out because of issues she was having. She was currently being tested for multiple issues such as lupus, fibromyalgia, hashimotos disease and all of the symptoms that come with these diseases such as headaches, brain fog, exhaustion, back pain, abnormal periods (been tested for endometriosis). She was a personal trainer, and stated that holding a 51b weight would hurt my body. The events were considered related to essure. Follow-up received on 03-nov-2015 from consumer, via postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2504): consumer had essure inserted on (B)(6) 2010. Over the past few years, she has had multiple problems starting with but not limited to: heavy periods (tested for endometriosis), severe cramps, severe stomach pain, incredible back pain (seeing a physical therapist for bulging disk and sciatic nerve issues), night sweats, headaches, muscle spasms, bell's palsy, nerve pain, facial numbness, fatigue, anxiety and currently being treated for possible lupus with a possibility of fibromyalgia. She also has muscle and physical fatigue. Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow up information received on 08-nov-2016 from consumer via legal claim: this report is considered legal case from this date forward. On (B)(6) 2010, essure was inserted for birth control. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, chronic back pain, pain during intercourse, memory loss, chronic fatigue, anxiety, blurred vision, frequent headaches, frequent rashes, and an autoimmune disease diagnosis. She never experienced any of these conditions prior to undergoing the essure procedure; and she subsequently sought treatment for her symptoms but was unable to resolve them. On or around (B)(6) 2016, she underwent surgery to remove her essure coils. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on a FDA hosted docket website and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and had suspicion of lupus (systemic lupus erythematous) and hashimotos disease (autoimmune thyroiditis). Upon follow-up receipt, case became legal and a chronic pelvic pain/ increasingly severe pain, amongst non serious events, was reported. Plaintiff underwent a surgery to remove her essure coils. Pelvic pain is anticipated in the reference safety information for essure whereas lupus and hashimotos disease are unanticipated. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between chronic pelvic pain/ increasingly severe pain and essure cannot be excluded. Considering the pathophysiology of lupus and hashimotos disease and essure local action at fallopian tubes, causality between these events and essure is considered as very unlikely this case was regarded as incident, as a surgical intervention was required. A new product technical analysis is expected. Further information will be obtained through the litigation process.